Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide an answer for each patient-event: (B)(4) captures procedure 1. (B)(4) captures procedure 2. - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - if this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? It was reported that "¿the suture was broken and it was necessary to reinforce several times..." - how many sutures broke during use on the patient? - was the suture reinforced during the same initial procedure? If not, please explain. - was there any additional medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - please inform the patient¿s current health status and condition. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 video photo investigation summary: this is an analysis for a photo and video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos shows a sales unit box with g122t product codes, the lot # av5477, expiration date 2029-04, the video shows the user using the suture on a towel makes a double knot and applies force to cut the suture which breaks. The video is not clear to determine the force applied to the suture. Based on the photo and video review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a tonsillectomy procedure in 2025 and suture was used. During the procedure, the report was conducted by dr. *, during a tonsillectomy procedure. The doctor comments that the suture was broken and it was necessary to reinforce several times, the suture remained inside the patient. No adverse patient consequences were reported. Additional information was requested.